Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2013-01048 & 01052).

Event description:
It was reported that patient underwent total hip arthroplasty on an unknown date in 1998. Subsequently, patient underwent a revision procedure on (B)(6) 2013 due to dislocations and instability. During the seating of the liner it was discovered it was not compatible with the cup in the patient. A competitor's cemented liner was implanted to complete the procedure.